Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issue with the alleged product lot.

Event description:
The patient was injected into the marionette lines, nasolabial folds, perioral lines above the top lip, left cheek depressions, and right cheek depressions. The patient allegedly developed nodules about a month alter at the injection sites. The patient was treated with 45 units of amphadase in nodules. A culture of the nodule fluid was taken and adoxa (150mg) was prescribed.